Event description:
In 2005 - a dental implant was placed in tooth location # 3. Subsequently the pt was experiencing pain and discomfort. 2 months later - the implant was removed at the pt's request. The following month the clinician was contacted. He stated the pt's pain subsided and is healing well.